Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit p-cap / reservoir locked properly in place. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. Unit passed selftest. No led anomalies noted however, unit received pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test due to pump error 38. In addition, unit received with corroded electronic assemblies.

Event description:
Information received by medtronic indicated that the red light under the back button was not turning off and back of the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.